Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl) following an infusion site change. Customer changed infusion site again and delivered a correction bolus to treat bg levels; however elevated bg levels rose to 380 (mg/dl). Customer changed infusion site again and delivered a manual correction and bg levels stabilized to target range. Recommendation was made to consult with health care provider to discuss infusion site placement.